Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the copilot was returned with blood visible in the housing and the cap. The cap was not tightly closed. There appeared to be a gap in the bleed back control (bbc) seal with the seal in a closed position. There was no damage noted to the copilot. The used indeflator was not returned. A new indeflator and stopcock were attached to the copilot, the cap was closed tightly, and the copilot was pressurized to 20 atm. The cap was pushed down on and there was some fluid leaking, but then stopped. Negative pressure was applied and there were no bubbles in the indeflator. Pressurized the copilot again to 20 atm and pushed down on the cap again. There was no fluid leaking from the cap. The gap in the bbc seal appeared to have closed up. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: myocardial infarction is considered permanent damage. Device issue: leak. It was reported that during the procedure, air kept coming into the system. It was thought that there may have been a leak in the co-pilot. Some air was reported to have entered the patient. The patient sustained mild myocardial damage but was reported to be doing well at the time of discharge. No additional event or patient information is available.